Manufacturer narrative:
Product analysis: the device was returned for analysis with balloon in a post inflated state. A longitudinal balloon burst was observed on the balloon material from working length to distal balloon taper. The balloon material was jagged and uneven. The balloon could not be pressurized due to the balloon burst. No other damage was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphora balloon catheter, inflation difficulties were encountered during balloon inflation. The balloon failed to inflate. No atmospheric pressure (atm) data was recorded during attempted inflation. The lesion being treated was a non-tortuous, non-calcified lesion located in a mid section of a vessel. The device was inspected prior to use with no issues noted. Negative prep was not performed. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.